Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and that the insulin gauge was inaccurate. Customer declined to troubleshoot with tandem technical support. In addition, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. There was no impact to the customer's blood glucose level. Customer was able to clear the alarm and resume insulin delivery.